Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen stopped functioning properly. The customer bumped into a table and the screen turned purple; the display became difficult to read. The patient's blood glucose at the time of incident is unknown. The isnulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked and bleeding lcd glass.